Manufacturer narrative:
The device history record for lot 0202959569 was reviewed and the product was produced according to product specifications. One used sample was received for evaluation. The sample was marked with red ink in two places to indicate the presence of holes. The first was approximately 1 inch proximal to the printed 80cm mark on the tube. The second was approximately a half inch to the printed 50cm mark on the tube. Both regions were examined under magnification. The holes at these locations were jagged in appearance. The tube was cut open. The hole near the 50cm mark had a white powdery residue, similar to c-149 powder which is used at the end of the tube to hold the stylet. The hole at the 80cm mark had an inner jagged and torn edge as well, with no powder residue seen. The returned stylet was examined. There were no crimps or kinks in the wire, and under magnification no jagged edges or protrusions were observed. The complaint is confirmed as reported, however, no root cause could be determined. All information reasonably known as of 30 jan 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. All information reasonably known as of 26 sep 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
It was reported that there was a hole at around the 50 cm mark on the tube. It was found during use. No patient injury.